Event description:
It was reported that a patient¿s transfer set separated from the titanium adapter during peritoneal dialysis therapy. Solution drained through the disconnection area. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.